Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The service representative calibrated the unit, resolving the reported complaint.

Event description:
The hospital reported that positive end expiratory pressure was higher than expected. There was no report of patient involvement.